Manufacturer narrative:
Zoll has not yet received the autopulse lifeband in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Please see the following related MFR. Reports: #3010617000-2014-00543 for autopulse® lifeband #2 with sn: unknown; #3010617000-2014-00544 for autopulse® lifeband #3 with sn: unknown; #3010617000-2014-00547 for autopulse® lifeband #4 with sn: unknown; #3010617000-2014-00548 for autopulse® lifeband #5 with sn: unknown; #3010617000-2014-00549 for autopulse® lifeband #6 with sn: unknown.

Event description:
It was reported that during a customer site visit, a zoll autopulse deployment specialist found 6 defective autopulse lifebands. The lifebands were found to have "skirts" (hinged belt guards) that were in the closed position (flipped down) on at least one side and not both. When the belt guards were opened (flipped up), there were no clicking sounds and the "skirt" would not hold in the "up" position. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse lifeband in complaint was returned to zoll on 11/03/2014 for investigation. Investigation results as follows: the lifeband was not received in its original packaging. It was received with some dirt on the cover plate. It appeared to have been used. Functional testing revealed that the left hinged skirt of the cover plate "snapped" into retracted position. The hook caught the cam style tumbler securing the "butterfly clip" tightly. The right skirt however would not snap into place allowing the "butterfly" clip to fall open into the side slot of the autopulse, thus confirming the reported complaint. It should be noted that no issues were encountered when compression testing was performed. A test autopulse platform ran for 10 minutes using the returned lifeband and a mannequin. The unit performed as intended. The lifeband stayed in place during compression testing with no user advisories or other issues observed. It should be noted that during the onsite customer visit, the lifeband associated with this complaint was found to have been stored in an unsecured blue storage bag, which was kept in the customer's vehicle trunk. There were no dividers in the trunk to keep the bags from moving around. The lifeband had skirts that were found to not click nor hold in the retracted position. Based on the full investigation, including both a physical evaluation of the returned lifeband as well as the observations made during the onsite customer visit, the cause of the reported complaint has been determined to be handling and storage of the lifebands at the customer site.